Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. As a result, the customer experienced an elevated blood glucose level of 805 mg/dl and was hospitalized after going to the emergency room in early (B)(6) 2025, although a specific date was not provided. Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. Customer was discharged from the hospital after one week. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.